Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 16289744.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted devices were discarded by the medical facility and will not be returned.